Event description:
The swan ganz catheter had been in the patient's pulmonary artery for several days when the balloon stopped working. The catheter was replaced and the patient did not sustain any injury.